Manufacturer narrative:
(B)(4) date sent: 2/22/2024 d4: batch #356c24 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with the closing trigger broken and in the opened position, otherwise with no apparent damage. The device was received with one reload present. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and push rod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device and placed back on; the ledge of the lockout showed no indentations. The device was tested for functionality with the returned reload and using a screwdriver as a closing lever. The device fired, cut, and formed the staples as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the reload lockout were functional. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue and or trying to close the device with the cartridge not fully seated. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 356c24, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please specify the broken piece? 2. Did it break off of the device? 3. If yes, did any pieces fall into the patient? 4. If yes, were they retrieved? 5. Will all pieces be returned with the device? 6. If no, were they discarded? 7. Could you please clarify if there were any patient consequences? 8. Could you please clarify if there were any changes in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a rectum procedure the stapler broke when closing.